Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.

Event description:
It was reported the lead threshold measurement was 1 v one day post-implant. At the patient's six week follow up visit, the thresholds had risen to 8v. The lead will be repositioned. No patient complications were reported as a result of this event.